Manufacturer narrative:
Additional information was received indicating that 3 years and 10 months post implant of this pulmonary bioprosthetic valved conduit, it was replaced. It was reported that the right ventricle was enlarged with elevated pressure, stenosis and insufficiency with an elevated peak gradient of 70 mmhg. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the event occurred 3 years post implant; therefore, it is unlikely that the event was due to device manufacturing. The device was not returned for analysis. Based on the limited received information, the failure mode cannot be determined.

Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. If the device, and/or additional information is received for analysis, a supplemental report will be submitted.

Event description:
Medtronic received information that three years and ten months post implant of this pulmonary bioprosthetic valved conduit, it was replaced valve-in-valve for reasons unknown. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.